Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the display is blank. The customer's blood glucose reading was 518 mg/dl at the time of incident and 254 mg/dl at the time of the call. Troubleshooting found that the display returned but no further troubleshooting could take place as the keypad buttons did not work. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Device was received with down arrow and up arrow buttons unresponsive due to corroded keypad traces. No unable to verify battery out limit or perform the self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Device passed stop current test. No blank display anomaly noted. No damage found on lcd isolation tape noted. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.